Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed use of the device without any complaints. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient was reportedly treated with ceftriaxone ten days prior to the skin flap revision surgery. The recipient was hospitalized for five days. The recipient was recommended non-use of the device for one month.

Event description:
The recipient reportedly experienced skin irritation at the implant site. The recipient received medical treatment, however, the issue did not resolve. On (B)(6) 2017, the recipient underwent skin flap revision surgery. During surgery, the surgeon noticed that the internal magnet was displaced. The magnet was reinserted and the skin flap was strengthened. The recipient has discontinued use of the device until symptoms resolve.